Event description:
During the evaluation of the returned device, an overfill situation was discovered. On the therapy started in 2008 in drain 5, the ultrafiltration (uf) reading was 763 ml. The home patient's prescribed fill volume is 2300 ml. This uf indicates that during drain 5, the patient drained their fill volume plus an additional 763 ml. The total drain volume was 3063 ml, indicating an overfill. During follow up with the home patient's nurse, she stated there were no patient symptoms associated with this event. This patient did have problems draining from time to time, and typically with repositioning, he was able to continue to drain. The nurse confirmed there was no patient injury or medical intervention associated with this report of overfill. The nurse did not have any additional input into the root cause, or the event. No further information is available.

Manufacturer narrative:
The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Per the event log and cycle by cycle uf log, on the therapy started in 2008, during drain 5, an overfill was identified. Based on a review of all available therapy and alarm log, pal determined the most probable cause of the overfill to be insufficient drain/multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. It was noted in the event log that the patient had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in drain cycle 5. The homechoice machine will be sent to the service area for refurbishment.